Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant. Block d6b: six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: (B)(6). Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was not able to get an adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.